Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier and protocol number, 510k are unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The complaint sample was received and discovered to be a custom device. The device was leak tested and a cut was identified on the pilot balloon. The instruction for use, stated under warnings to avoid contact with sharp objects. Custom devices are 200% leak tested prior to packaging. The root cause of the reported issue could not be confirmed during evaluation. No corrective actions are planned at this time. Complaint data is regularly analyzes for trends and will take further actions accordingly.

Event description:
It was reported that the cuff failed testing and was leaking at the top of the cuff. It was not being used on the patient. No patient injury was report.